Event description:
It was reported that this patient was dancing and received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device, due to oversensing of noise. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed data, advised that the morphology changes are seen more when patient heart rate is higher. Ts provided recommendations to perform an exercise testing, and recommend raising the shock zone, and determine which vector that is the best fit for both narrow and wide complexes. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.